Event description:
Pt undergoing CABG procedure. Placed on full cardiopulmonary bypass for approx 2 minutes when the tubing-leading from the arterial roller head into the inlet of the sorin monolyth oxygenator blew off of the site connector. Tubing was placed back on and arterial blood was visibly dark. Arterial and venous saturation were dropping dramatically. Oxygenator was then changed.